Event description:
The turbohawk was damaged by treatment of in-stent restenosis. The sfa was previously treated with a stent approx 150 mm distal to origin of sfa. During passes with the turbohawk, the physician entered the stent, interacted with the implanted stent. The turbohawk device was removed successfully and the stent strut material was removed. Operation on turbohawk was fine. The physician then made another insertion in another plane and entered the stent further with additional stent interaction. At this point the cutter blade under x-ray did not enter in the nose cone. The sheath and turbohawk device were removed as a unit. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.